Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory found that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented due to receiving shocks. Upon interrogation it was noted the device had reached end of life (eol) approximately one week earlier and there was a concern the battery depleted earlier than expected. A check shock system message was also observed corresponding to the date the shocks had been delivered. Data analysis was performed confirming no shock related codes had been recorded. It was noted there may be a high out of range shock impedance measurement which would have resulted in the displayed alert. Prior to device change out, multiple impedance tests were completed with acceptable measurements observed. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented due to receiving shocks. Upon interrogation it was noted the device had reached end of life (eol) approximately one week earlier and there was a concern the battery depleted earlier than expected. A check shock system message was also observed corresponding to the date the shocks had been delivered. Data analysis was performed confirming no shock related codes had been recorded. It was noted there may be a high out of range shock impedance measurement which would have resulted in the displayed alert. Prior to device change out, multiple impedance tests were completed with acceptable measurements observed. This device was successfully explanted and replaced. No additional adverse patient effects were reported.